Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an alleged overdischarge. The device was not doing what it was supposed to do so the patient only had it on a couple of months after implant. It was reported that it had not been on ¿in forever.¿ on (B)(6) 2018 it was reported that the patient had not charged last night because the patient did not know how to charge or could not charge the battery. The patient was going to be having an MRI. The hcp reported that the MRI guidelines were confusing. This was clarified to mean that the guidelines faxed over was difficult to read and had some blank pages. This was resolved by emailing the guidelines to the hcp. The consumer confirmed on (B)(6) 2018 that the MRI had not been done because the device needed to be activated first. The current issue was that the battery was not able to charge. The consumer was redirected to a health care provider (hcp) for a physician mode recharge (pmr) session to address the reported overdischarge. No further complications were reported.